Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The cine consisted of one cd with 3 cine runs. The reviewer noted the first run shows a wire in the left circumflex artery (lcx). The second run shows an undeployed stent in the distal left main extending into the proximal lcx. The 3rd run shows what appears to be an undeployed stent in the mid lcx. The reviewer concluded that though the three images do not follow the description of the events, the images confirm that a stent dislodged in the left coronary artery. The reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the lesion was mildly calcified, which likely contributed to the failure to advance. Additionally, it was reported that force was applied in the attempt to cross the lesion. The xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. An interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper kinks, stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force and lumen integrity. A query of the complaint-handling database was performed and there has been no similar incidents reported for failure to advance or stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the tortuous distal left anterior descending artery (lad), for treatment of a chronic total occlusion (cto), the xience v stent system was advanced, resistance was felt and force was applied; however, the stent system could not cross the lesion. An attempt was made to remove the stent system as a single unit; however, the stent dislodged from the balloon in the left main artery. The stent was ultimately deployed in the distal left main artery. A non-abbott stent was deployed in the lad for treatment of the cto. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information has been provided.